Event description:
A hospital in (B)(6) reported that a patient was using the pt101 airvo humidifier when "hot humidified water" rose up the heated breathing tube and into the patient's nose and throat. Following this incident the hospital confirmed that the patient's throat was examined and that there was "no obvious injury" to the patient's airway. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint airvo humidifier and a 900pt501 heated breathing tube were returned to fisher & paykel healthcare (fph) (B)(4) for evaluation. The devices were visually inspected and performance tested. Results: the complaint airvo and circuit exhibited no damage or defect. The complaint airvo humidifier and circuit, a water bag and autofeed chamber were tested for eight hours under normal operating conditions, with an ambient temperature of 22 degrees celsius. The circuit heated up within five minutes of the unit starting. At the end of the eight-hour test some condensation was observed in the circuit, but this consisted of a few water droplets, not the excessive amount reported by the hospital. No fault was found with the returned humidifier and circuit. A further test was performed, using the flow rate and dew point temperature provided by the customer to determine the temperature of the condensate at the end of hose. Our testing showed that the condensate formed in the tube would have reached temperatures of between 36.8 and 40.9 degrees celsius. This meets the requirement for maximum humidified gas enthalpy of 43 degrees celsius in iso 8185:2007(e); section 51. Protection against hazardous output. Conclusion: condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. Following this incident representatives an fph representative visited the hospital in order to further investigate the cause of the problem and to provide additional training. During this visit, it was noted that the staff were "unaware" of the need to drain condensate regularly from the breathing circuit. It was established that a fan had been blowing on the patient earlier in the day, which could have contributed to the forming of excessive condensation in the breathing circuit. Our user instructions that accompany the airvo humidifier provide the following guidelines: do not use the unit when the room temperature exceeds 30 degc (86 degf) or is below 10 degc (50 degf) as the unit may switch off. Humidity output will be compromised below 18 degc (64 degf) and above 28 degc (82 degf). If excess condensation accumulates in the heated breathing tube, drain by lifting the patient end of the tube, allowing the condensate to run into the water chamber. The 900pt501 breathing circuit is expected to function correctly if the user instructions are followed correctly. It is possible that the user instructions for the 900pt501 were not followed correctly. The user instructions state the following: drain condensate from the heated limb and interface periodically. Do not place the airvo humidifier in a position that is higher than the patient.